Manufacturer narrative:
During preventive maintenance (pm) performed at the customer's site, zoll personnel found that the roller pump on the thermogard xp ivtm system (s/n (B)(4)) was rusty. The photos provided by the zoll service team revealed a significant amount of corrosion in the pump raceway and on the pump rotor. As a result, the roller pump assembly was stuck in position and could not rotate. The thermogard console was further investigated at zoll (B)(6) service depot. The root cause of the noted issue was determined to be due to saline spillage, most likely attributed to user mishandling. In addition, no documented report was found showing that regular preventative maintenance (pm) had been performed since 2016 when the device was manufactured and acquired by the customer. Upon further inspection, ball bearings from the corroded pump rotor were found damaged inside the pump raceway. The roller pump raceway assembly needed to be replaced to address the issues. During functional testing, the thermogard console was powered on, but the system did not pass any of the test steps because the roller pump was stuck to the raceway with corrosion and would not turn. After the roller pump raceway assembly was replaced, the system passed functional testing, and the thermogard console performed as intended. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at the customer's site, zoll personnel found that the roller pump on the thermogard xp ivtm system (s/n (B)(4)) was rusty. The noted issue made it difficult for the pump rotor to be detached/attached to the pump raceway. No patient involvement.